Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and determined that the device gave an automatic filling error. Blood was detected in the pneumatic module of the device. The device's pneumatic module was replaced. The device's safety disk was replaced. The device's batteries were replaced. Functional tests of the device were performed. The device was operated with the trainer and test catheter. The device was delivered to the user in working condition.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated the unit and determined that the device gave an automatic filling error. Blood was detected in the pneumatic module of the device. The module needs to be changed. The batteries of the device need to be changed. Changing the safety disk of the device is required. There is no doppler on the device. The device is not suitable for clinical use. Parts are not replaced and awaiting repair, no further information available.if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.